Event description:
It was reported to philips that the customer received a low disk space error. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment, which was completed as planned by clearing previous patient data. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a low disk space error. Review of the system log files showed free space was low: delete examinations user message due to defective disk bay. Due to manufacturing issues, the disk bay may not function as intended on nehalem pcs, which are used on the system as host pcs, flexvision pcs, and ippcs. This can cause problems with the system's pcs where the system stops functioning and no imaging is possible. Philips has initiated a medical device correction z-1151-2024. To resolve the issue, fse implemented the medical device correction, replaced the disk bay, and recreated the image store. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.